Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that emergency services were called and the customer was taken to the emergency room due to a low blood glucose (bg) level of 36 mg/dl. Prior to going to the emergency room (ER) the customer consumed glucose tablets in attempt to address bg level. The customer was treated with intravenous fluids of saline while in the ER. Reportedly, the customer was released approximately 10 hours later with the issue resolved and no permanent damage. The cause for the reported issue was unknown. System check with tandem technical support confirmed the pump was functioning as intended.